Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump did not alarm high blood glucose and customer almost had to go to the hospital. Customer's blood glucose was 480 mg/dl. Customer was able to treat high blood glucose successfully. Customer also reported that insulin pump made a buzzing sound when backlight was turned on. Customer was advised that this was normal. Customer declined troubleshooting for high blood glucose.